Manufacturer narrative:
(B)(4). The customer did not allege or identify any specific deficiency; it was observed during routine service and repair that the device had a slight vibration. A visual and functional assessment was performed on the device which found that the device failed the vibration assessment. During repair it was observed that the gearbox (bearings and gears) was worn out causing the device vibrate during use. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pretesting, it was observed that the compact speed reducer device had a slight vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.